Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During revascularization an admiral xtreme and a non mdt stent were used to treat the target lesion. Approximately 19 months post revascularisation, patient suffered acute right limb ischemia. It was diagnosed as thrombotic occlusion of the femoropopliteal bypass graft of the right limb. A catheter directed thrombolysis and a pta using an unknown device was performed. The investigator reported that the event is not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was informed that the pta used to treat the thrombotic occlusion of the femoropopliteal bypass graft of the right limb was a non-medtronic device. If information is provided in the future, a supplemental report will be issued.